Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2367 alarm which occurred on the homechoice (hc) during use during dwell 3 of 9. The baxter technical services representative (tsr) had the hp cycle the power to clear the alarm, and then checked the alarm log. There was no preceding system error 2240, and there was only a low drain volume alarm from a previous drain which the hp had resolved by repositioning. The tsr advised the hp to start over with new supplies, but the hp wanted to skip the rest of therapy. The tsr advised the hp to let his nurse know. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. He stated that he did not notice anything unusual about his supplies or set up. He had told his nurse about the event. There were no adverse effects reported, and therapy since has been going well.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2367 alarm was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted if any additional information is received.